Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l4-5 levels.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.